Event description:
It was reported following successful deployment of this jugular filter, removal of the guidewire met with resistance. The guidewire was reportedly lodged in the filter. The guidewire was cut at the jugular insertion site and the distal portion of wire remains affixed to the filter. Attempts to gain further details regarding the circumstances of this event have been unsuccessful. Should further details become available a supplemental medwatch report will be filed under the appropriate sequence number. This device remains implanted. Therefore, no failure analysis will be available. Follow-up could not confirm what MFR's guidewire was used in this procedure and attempts to gain further details regarding the circumstances of this event were unsuccessful. User technique and/or pt anatomy may have contributed to this event. However, without further details about this event without evaluating the device, co is unable to determine the cause for this event.